Event description:
Additional information reported by healthcare professional: right side rupture.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reports a rupture of an unknown side. Device has been explanted.